Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced intermittent communication between a newly started freestyle libre 3 plus sensor and the ilet mobile app, resulting in a lack of glucose readings until the sensor was re-scanned and successfully paired. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability-related intermittent communication failure associated with the electrical/magnetic subsystem, specifically the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.